Manufacturer narrative:
Patient requested that the lag screw be removed from the nail, due to irritation. There were no radiographs or supporting clinical documentation provided after several attempts to obtain the information. Device examination was not possible, as it was not returned. The investigation is limited to the information received. No conclusions could be drawn about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to patient request.